Event description:
It was reported that prior to starting a da vinci si surgical procedure, the surgical staff reported seeing an exposed wire at the distal end of the fenestrated bipolar forceps instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Complaint of wire exposed at distal end was confirmed. Instrument was found with frayed pitch cable at distal clevis hub. Frayed segment is approximately 0.04 in length. No other cable damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.